Event description:
It was reported that pump displayed malfunction code and customer contacted support after no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset pump, assisted caller with reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code recurred, which caller acknowledged and understood.